Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom onboard battery discharged too quickly. The customer also reported that the patient was provided a replacement onboard battery. There was no reported adverse patient impact.

Manufacturer narrative:
Freedom onboard battery successfully passed all requirements of functional testing; however, the battery was confirmed to exhibit inaccurate calculated relative state of charge and full charge capacity values, which are relayed to the freedom driver during usage. This causes a freedom driver to prematurely indicate battery low alarms and the perception that the battery "discharges too quickly," as reported by the customer. The root cause for the low calculated capacity is the high cyclic usage the battery accumulated in use. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4135 follow-up report 1.